Event description:
A customer reported a system message displayed during a procedure. The case was completed following a one hour delay. There was no harm to the patient. Additional information provided indicated the city had a power outage on the day of the event and this caused the reported one hour delay.

Manufacturer narrative:
The company representative examined the system and was not able to duplicate the customer reported problem. The cables were reseated and the connections verified. The system was then tested and met product specifications. No sample was returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).